Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered too much insulin at certain times, after which the patient experienced a severe hypoglycemic event with a blood glucose nadir of 30 mg/dl; the patient self-treated with carbohydrate and planned to follow up with their endocrinologist. Symptoms included low blood glucose. Outcomes included temporary impairment that was addressed with self-care and no medical intervention or hospitalization. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed that the cause of hypoglycemia was not determined. It was concluded that the reported hypoglycemia could not be confirmed to be device related and the root cause remained unknown. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.